Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump is pumping the right amount of feed, volume set at 300ml, but the setting on the pump stops tabulating the feed given after 10ml. Even if the pump keeps going, the administered feed amount remains at 10ml. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump is pumping the right amount of feed, volume set at 300ml, but the setting on the pump stops tabulating the feed given after 10ml even if the pump keeps going the administered feed amount remains at 10ml¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.